Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of glare and halos with an intraocular lens (iol). The patient's daily activities were significantly affected especially during night time. There was no issue regarding visual acuity (va) which was 0.8 for distance. Therefore, an explant was performed. The incision was enlarged, however, there was no vitrectomy required, or a delay in treatment. A non-johnson & johnson lens was implanted as a replacement. The patient felt better post-operatively. No further information was provided.